Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cardiovascular surgery on an unknown date and absorbable hemostat was used for hemostasis on the bleeding from the bone surface in a median sternotomy. Hemostasis was done by packing small absorbable hemostat pieces in to the bleeding site from the bone dissection surface and these pieces were left unremoved. Three weeks after the procedure, the patient experienced a late-onset infection. Additional information has been requested.

Manufacturer narrative:
(B)(4).